Event description:
Patient reported that she had a tail bone injury from breaking it may of last year and her tail bone seemed to be getting worse recently. The patient had pain near her tailbone. The pain goes away when she stands up. When she lays down the pain is lessened because she is not putting any pressure on her tailbone. The patient reports it is very painful when she sits down for any amount of time. It was very uncomfortable for her in a car to sit and she could only sit for half an hour at a time. The patient has to use a cushion to sit down. It was noted that before she was able to manage because she could sit a certain way and work around positions that were painful. The patient had upped the stimulation on her stimulator recently and was wondering if turning stimulation up could cause the tail bone pain to get worse. The patient stated that she increased the stimulation before she noticed an increase in tailbone pain. The patient stated that the stimulation was not painful it was localized pain at her tail bone that she had. The event was noted it happened 3 weeks ago and was sudden. The patient reported that she had turned her stimulation up because she was having a little bit of an "issue" with bowel symptoms. The patient stated that she had bowel symptoms on and off but overall the implant seems to be working. Patient stated implant has "worked wonderfully" but she just turned stimulation up recently because she had leakage. The patient confirmed that she has had a (B)(6) or greater reduction in symptoms. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she had not seen a doctor about her tailbone. The step taken to resolve the tailbone pain and return of symptoms included the patient seeing a physical therapist and repositioned the tailbone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.